Manufacturer narrative:
The following additional information was received from our distributor: the end user did not keep any product samples. The product code and lot number from the procedure are not available. The additional information indicates the patient returned to the surgeon 3 -4 weeks post-op. The patient did not experience a reaction or infection. It is being reported the area was not cultured however antibiotics were prescribed. The second surgery was not due to an allergic reaction, a fall or pain. The patient did have parkinson¿s disease, no injury was documented that could have caused the arthrotomy dehiscence. It is being reported the patient was compliant with post-op instructions. The product was used in accordance with the IFU.

Event description:
Patient complication after total knee replacement. Patient returned to theatres for re-operation, which was successful using an alternative suture. Surgeon believes the complication was due to faulty stratafix pdo sutures. It is not specifically known why the patient was brought back for a second surgery.

Manufacturer narrative:
The product code and lot number were not provided therefore a review of the device history records, complaint history, sterility records and/or retained samples could not be reviewed. No samples were returned for review. No magnified photos of the surgical site were provided for review. If the lot number, samples or photos become available at a later time, they will be reviewed, tested and the details will be included as part of the investigation file. A follow-up report will be submitted at that time. Without receiving the finished good lot number to review manufacturing records, sterility records and retained samples, receiving photos of the surgical site, or receiving details regarding the procedure performed, placement of the device in the tissue, culture results, patient health history/past reactions to suture material/other medical devices, details of post-operative events that may have occurred following surgery, a definitive root cause for the reported infection cannot be confirmed with certainty adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device.